Event description:
It was reported that fluoroscopy revealed externalized conductors. No further information provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.